Manufacturer narrative:
Reason for reoperation is lymphoma. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Former employee provided a link to an internet article stating: ¿eleven of the women represented by [...] Have developed bia-alcl.¿ the affected side and status of the device is unknown. Histopathological markers were not reported.